Manufacturer narrative:
During inspection prior to use, leakage was confirmed between the strain relief and luer hub of the 132 cm. Elitecross extra support catheter. A small crack of the luer hub was then confirmed. A non-cordis product was then used to complete the procedure successfully. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis. The target lesion was unknown. No target lesion characteristic information is available. Additional information received indicated that the product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. No additional information is available.   The device was not returned for analysis. A device history record (DHR) review of lot h0000130 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿luer hub / cracked¿ and ¿luer hub / leakage - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information provided, handling/procedural factors likely contributed to the issues reported. According to the product instruction for use, users are cautioned to not use open or damaged packages as was done in this case. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during inspection prior to use, leakage was confirmed between the strain relief and luer hub of the 132 cm. Elitecross extra support catheter. A small crack of the luer hub was then confirmed. A non-cordis product was then used to complete the procedure successfully. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis. The target lesion was unknown. No target lesion characteristic information is available. Additional information received indicated that the product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. No additional information is available.